Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (40 mg/ml at 12.437 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2016 it was reported that the pump alarm was heard and telemetry confirmed reset occurred - low battery and pump in safe stated had occurred. The pump logs went back to (B)(6) 2016 and showed multiple "reset occurred" and "reset occurred - low battery" messages on (B)(6) 2016 and a "pump in safe state" and "motor stall recovery occurred" messages on (B)(6) 2016. The patient had felt terrible since thursday ((B)(6) 2016). The patient felt like she was in withdrawal. Additional information was received on 01-aug-2016 from the hcp and it was reported that the pump dose was decreased in the office on (B)(6) 2016 until the pump could be changed. The patient was scheduled to have the pump replaced on (B)(6) 2016. The cause of the low battery reset and safe state were not determined. Additional information was received on 17-aug-2016 which indicated that the patient had experienced a sudden loss of therapy related to the event. The pump was replaced and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump failed, and the patient went into total withdrawal. The pump started beeping and then the next morning she knew she wasn't getting the medication because she was hurting. The patient mentioned putting her on oral dilaudid but they ¿didn't do it". By monday the patient could not walk. The pump was replaced (B)(6) 2016. The patient had reflex sympathetic dystrophy (rsd) syndrome since 1993. No further complications were reported.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To include race and ethnicity. If information is provided in the future, a supplemental report will be issued.